Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device exhibited a 'high voltage detected on the lead' message following a capacitor reformation.